Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, reports from the field indicate the patient's death was not related to the device.

Event description:
The device was explanted due to suspected premature battery depletion in a patient which a history of a recent stroke. The patient expired four days later; however, it was indicated by the physician this was unrelated to the device.